Event description:
Patient inadvertently left a gold bracelet on underneath a piece of clothing. This said bracelet caused a burn on the patient's forearm. Reason for use: MRI to evaluate for possible cord compression.